Event description:
It was reported that the fluid warming device was having display and alarm issues. The display reads 68 degrees and alarms overtempt as soon as it is turned on. Device failed incoming inspection. No patient involvement or adverse affects.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a faulty heater assembly. Functional testing found the over temp alarm went off as soon as the device was powered on confirming the customer complaint. The root cause of the reported issue was found to be a malfunctioning heater. Replaced heater assembly and the device passed all functional testing. E4 is unknown, no information provided to date.